Event description:
It was reported the device was accidentally contaminated. The procedure was completed using another device. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a2: patient's age: 41-50 years old. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 and g4: this complaint originated in the united states but was reported to boston scientific via survey submission from the united kingdom. Block h6: imdrf device code a1801 captures the reportable event of device contamination.